Event description:
The subject pacemaker was implanted (B)(6) 2020 with a vega ventricular lead. At a routine follow-up on (B)(6) 2020, the ventricular threshold increased was found. On (B)(6) 2020, vega atrial and ventricular leads were implanted and the previous ventricular lead was explanted and disposed of at the hospital. The original atrial and ventricular (non-microport crm) leads were abandoned inside the patient. On (B)(6) 2020, the patient went to see another physician because the previous physician referred the patient for increased threshold. On (B)(6) 2020, a re-intervention was performed to adjust lead position. The physician opened the right pocket and found suspicious infection, so that he cleaned there. Then, the physician opened the left pocket and positioned the ventricular lead. The physician considered that re intervention would be needed though there was no infection at that time. On (B)(6) 2020, during hospitalization, the operative wound was opened and infection with warts was observed. On (B)(6) 2020, a re-intervention was performed and four leads were removed. A new system was planned to be implanted on (B)(6) 2020.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on was implanted on (B)(6) 2020 with a vega ventricular lead. At a routine follow-up on (B)(6) 2020, the ventricular threshold increased was found. On (B)(6) 2020, vega atrial and ventricular leads were implanted and the previous ventricular lead was explanted and disposed of at the hospital. The original atrial and ventricular (non-microport crm) leads were abandoned inside the patient. On (B)(6) 2020, the patient went to see another physician because the previous physician referred the patient for increased threshold. On (B)(6) 2020, a re-intervention was performed to adjust lead position. The physician opened the right pocket and found suspicious infection, so that he cleaned there. Then, the physician opened the left pocket and positioned the ventricular lead. The physician considered that re intervention would be needed though there was no infection at that time. On (B)(6) 2020, during hospitalization, the operative wound was opened and infection with warts was observed. On (B)(6) 2020, a re-intervention was performed and four leads were removed. A new system was planned to be implanted on (B)(6) 2020.